Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn:m365sc2218500. Model:sc-2218-50. Serial: (B)(6). Batch:7074930. UDI: (B)(4). Product family: scs-linear leads. Upn:m365sc2218500. Model:sc-2218-50. Serial:(B)(6). Batch:7075098. UDI: (B)(4).

Event description:
It was reported that the patient was not getting adequate pain relief from the spinal cord stimulator (scs) device. The patient underwent an explant procedure wherein all device components were removed. No further information could be obtained.